Event description:
Customer stated that she is experiencing high blood glucose. Customer has increased the basal and she is still running high. The current blood glucose reading is 387 mg/dl. Customer treated with a bolus and manual injection. The drive support cap flush. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.